Event description:
It was reported that following pump replacement, it worked well for 3-4 days but then over the night time the patient woke up with spasticity. As of the date of this report, the patient was still having intermittent withdrawal symptoms of return of spasticity and itching. There was no real predictable cycle. When the patient was changed to flex mode, he did get relief for 3-4 days, but then over the night he got spasticity and it was difficult to take steps in the morning. If the hcp (healthcare provider) had to put a pattern to it, it would be night time and then it lingered into the day, but not every night. The patient seemed to ¿have a honeymoon period¿ for 3-4 days after the hcp made programming changes, but then the symptoms would return again. It was too soon to determine if the pump volumes were accurate. The device system was delivering lioresal. (See (B)(4) for events related to prior pump) additional information received reported the catheter was explanted and replaced on (B)(6) 2014. It was noted that patient exhibited withdrawal symptoms according to their father; a dye study was performed and showed no occlusions. It was further noted that there were ¿kinks¿ visible and catheter was replaced. The catheter was removed because the patient was not receiving effective therapy. There was no patient injury. Patient¿s status after the device was removed was ¿recovered without sequela.¿

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the catheter was explanted and replaced on 2014-(B)(6). It was noted that patient exhibited withdrawal symptoms according to their father; a dye study was performed, showed no "occlusions/kinks¿ visible; catheter was replaced. The catheter was removed because the patient was not receiving effective therapy. There was no patient injury. Patient¿s status after the device was removed was ¿recovered without sequela.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the catheter found indentation of coring, tears and cuts in the seal of the connector.